Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device history review indicated all devices accepted into final stock met specifications. Device inspection confirmed device jamming. This indicates that the jamming between the inserter guide shaft and the inserter distractor sleeve is likely due to the thread mismatching. Conclusion: the plausible root cause is likely due to the thread mismatching.

Event description:
It was reported that; issue with the inserter distractor and the inserter guide - impaction handle with advancing the threads, cross threaded. The patient was flipped and a mis plf was performed without any issues. 30 minute surgical delay, had to disassemble instrument, inserted without the slide. .

Event description:
It was reported that; issue with the inserter distractor and the inserter guide ¿ impaction handle with advancing the threads, cross threaded. The patient was flipped and a mis plf was performed without any issues. 30 minute surgical delay, had to disassemble instrument, inserted without the slide. .